Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. The device was returned with the corporate provided blood port and adapter caps attached. The fibers were wet, and evidence of blood exposure was noted throughout the dialyzer. During gross visual examination, a delamination was observed to be extending from 180° to 310°, with the dialysate ports at 0°, on the non-cavity ID end. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with a registered nurse (rn) and biomedical technician from the facility. The blood leak occurred at the very beginning of hd treatment. The blood leak was internal, and blood was confirmed to be visually observed. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. A blood test strip was used to verify blood was present in the dialysate, and it tested positive. There was no physical damage observed on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient¿s treatment was completed after they were re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate inventory manager reported to fresenius that a dialyzer blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with a registered nurse (rn) and biomedical technician from the facility. The blood leak occurred at the very beginning of hd treatment. The blood leak was internal, and blood was confirmed to be visually observed. The machine, a fresenius 2008k machine, alarmed appropriately with a blood leak alarm. A blood test strip was used to verify blood was present in the dialysate, and it tested positive. There was no physical damage observed on the dialyzer. Fresenius bloodlines were also being used. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient¿s treatment was completed after they were re-setup with new supplies on a different machine. The dialyzer was confirmed to be available for manufacturer evaluation.